Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "fluid filled sack" and exchange from textured to smooth implant. During follow-up, healthcare professional reported a ¿palpable implant ripple at 2 o¿clock¿ with ¿no obvious mass of breast tissue at this location.¿ a ¿cystic area¿ measuring 2.6 × 0.8 cm was observed between the skin and the breast-not device related. Also stated ¿no definite rupture is seen by ultrasound, but it cannot be excluded.¿ later contacted back reporting "abnormality", "palpable difference" and, "cystic area has been noted between skin and breast"-not device related. This record is for the left side. The device remains implanted.